Event description:
It was reported that the biomed stated they were getting alert 80 ex 6 actual 28.8. Per additional information, updated from biomed had tried to calibrate the arctic sun device with two different ctus and both keeping timing out at 1 minute. Per review of wo notes - troubleshot and found the mixing pump failed, said they will order it and replace it in biomed. Per sample evaluation results on 27feb2026, device was primed to fill in decontamination.

Manufacturer narrative:
The reported event was confirmed. The root cause for the reported event is a failed circulation pump. The device was evaluated upon receipt. During evaluation it was found that the device was primed to fill in decontamination. The circulation pump was serviced as part of the pm. The arctic sun 5000 passed all performance testing, calibration, and electrical safety tests. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.